Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2011 and performed to specification alongside random manual power ons up to the (B)(6) 2016. On (B)(6) 2016, the device failed the weekly auto self-test due to low battery, the user would have been alerted with a ¿warning low battery, device service required¿ prompt and a flashing red status led. An additional low battery fail was recorded on the (B)(6) 2017. The pad-pak had been installed for approximately 74 months before issuing a low battery warning. Later on the (B)(6) 2017, information from the history log shows an increase in voltage which suggests a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all subsequent weekly auto self-tests up to the last log entry prior to receipt at heartsine on the (B)(6) 2017. During the above period the device records 10 manual power ons mainly of under one-minute duration. These manual power ons may indicate the user was power cycling the device. The returned pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The investigation was unable to replicate, or find any evidence of, the reported fault. There were 10 manual power ups recorded in the history log mainly of under one minutes duration spanning a period of over 7 years. These manual power ups were most likely due to the user power cycling the device. Therefore, it is assumed the customer returned the device in response to the field safety corrective action as the device serial number falls into the range covered by the field safety corrective action. Due to the length of time the initial pad-pak was installed, the low battery warnings are likely due to a genuinely depleted pad-pak. The returned sam 300p is now outside of its warranty period and will be scrapped.